Event description:
Dell'osso, b., porta, m., servello, d., altamura, a. C. Deep brain stimulation device removal after scar picking behaviors in a patient with treatment-resistant obsessive compulsive disorder. Brain stimulation. 2013;6(1):96-98. 10.1016/j.brs.2012.01.007. Summary: a (B)(6) unemployed woman, followed up at our university department of psychiatry with a diagnosis of ocd (dsm-IV-tr) and a duration of illness of 30 years, was referred to the neurosurgery clinic for being assessed as dbs candidate. After failed first and second line treatments, the patient was qualified for dbs implantation. Reported event: a (B)(6) woman experienced minor inflammation at the implantable neurostimulator (ins) site. There was poor response to antibiotic therapy so the stimulator was explanted, leaving the leads in place. The patient's partner observed frequent skin picking behavior at the pectoral scar. The inflammation resolved two months after explant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The actual event dates were not provided. This date is based on the date of publication of the article. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Concomitant medical product: product ID: 3391, serial#: unknown, product type: lead. (B)(4).